Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right ventricular lead implant procedure. During the procedure, it was noted that the patient's blood pressure had dropped as a result of cardiac perforation. A pericardiocentesis procedure was performed. The implant procedure was stopped and the patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-20302 it was reported that the patient presented for a right ventricular - rv lead implant procedure. Prior to the procedure, it was noted that the rv lead exhibited high capture threshold. During the procedure, while attempting to implant a new lead, it was noted that the patient's blood pressure had dropped as a result of cardiac perforation. A pericardiocentesis procedure was performed. The implant procedure was stopped and the rv lead remains implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 - "1914 - low blood pressure/ hypotension" should have been included.